Event description:
In 2004 - elective coronary intervention. Cypher coronary stent would not cross lesion in the right coronary artery and would not reseat in the guide catheter. Physician pulled all catheters back to the femoral artery as a unit. The cypher-stent became dislodged. Attempts to extract the stent were unsuccessful as it lodged in the arterial wall. Surgical intervention was required for removal. Pt tolerated procedure well and was discharged home.